Event description:
The customer reported that testosterone patient results with incorrect units were generated from an access 2 immunoassay system for an unknown number of patients over an unknown period of time. The customer indicated that testosterone results with units listed incorrectly as ng/ml. The customer indicated that testosterone patient results with incorrect units were reported outside of the laboratory. While there were no reports of adverse event or serious injury related to this event, it is unknown as to whether there was a change to patient management. No actual patient results were provided by the customer. Sample collection and centrifugation information was not supplied by the customer. No other assays were affected by this event.

Manufacturer narrative:
Service was not dispatched to the site for this event. After working with beckman coulter inc. Technical support, it was revealed that the customer did not have their laboratory information system settings configured correctly and this was creating the situation where erroneous testosterone patient results were reported out of the customer's laboratory with the incorrect units. User interface issues were associated with this event.